Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good visual condition.  In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, each device was cycled, fed, retained and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was not firing correctly. No adverse patient consequences reported. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Multiple requests for return of device have been made but no device has been returned. How did the device not fire correctly? Clips fell from end of device did the device fire at all? Yes. Did the device fire intermittently? No. Were the clips formed as intended? No. Scissored? No. Clip gap? No. Tear drop? No unsure what this means. Did the clips drop/eject from the jaws? Yes. Which firing of the device did this event occur on? Unsure. What vessel or structure was the device fired on at the time of the event? During lap cole - possibly cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? Nothing. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? No.